Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 370 mg/dl, 350 mg/dl at time of incident and current blood glucose was 400 mg/dl. Customer treated with manual syringe and pens for high blood glucose. Customer was assisted with troubleshooting for hyperglycemia. Customer states they did not want to continue the use of the insulin pump until they meet with their health care professional. Customer states that they did receive an insulin flow blocked alarm, since they changed out and rotated site and issue was resolved, but recurred since high blood glucose began. Customer reports the symptoms related to their high blood glucose such as thirsty and headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer has not been trained on auto mode yet so, the customer did not use auto mode. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states that they were not currently using the insulin pump. Customer states that while disconnected, performed a self-test and it passed. The insulin pump will not be returned for analysis.